Event description:
It was reported that the device had a failed pressure test. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, bubbled dso seal, and a worn uso seal. Multiple 'high alarm displayed: downstream occlusion' alarms were revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. It was determined that the intermittent dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.